Event description:
It was reported that during an atherectomy procedure in a superficial artery (sfa) lesion, during an attempt to retract the device through the introducer sheath, the device became allegedly stuck within the sheath and as it was being pulled the device helix wire became exposed. It was further reported that the wire was unable to be snared. Therefore, the patient was transferred from the interventional radiology department (ir) to the operating room (or) and wire cutters were used to remove the wire, but as this maneuver was being performed the device retracted under tension causing massive bleeding in the aorta. The patient reportedly expired.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: date of death for this patient was not provided, date of death was updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: date of death for this patient was not provided, date of death was updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was not returned for evaluation and hence physical investigation was not possible. The user provided report contains information regarding catheter getting stuck in the intruder sheath and helix being exposed. This could be assumed that catheter helix was broken therefore was exposed on the point of extraction. Due to no physical sample received the reported malfunction of helix break / catheter getting stuck in the introducer sheath can not be confirmed. Therefore, the investigation could not be confirmed for the reported malfunction. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an atherectomy procedure in a superficial artery (sfa) lesion, during an attempt to retract the device through the introducer sheath, the device became allegedly stuck within the sheath and as it was being pulled the device helix wire became exposed. It was further reported that the wire was unable to be snared. Therefore, the patient was transferred from the interventional radiology department (ir) to the operating room (or) and wire cutters were used to remove the wire, but as this maneuver was being performed the device retracted under tension causing massive bleeding in the aorta. The patient reportedly expired.